Event description:
A surgeon performed open pedicle screw placement with xvision on (B)(6) 2022 for l2-s2ai psf with tlifs l2-s1. The clamp was placed at l2 with a z60 marker on the clamp for a spin. Xlink was placed over the pelvis for the second spin. Both spins have taken before starting instrumentation. After placing screws at ls2, rs2 followed by ls1 and rs1, the second scan was pushed from o-arm to the teguar and the surgeon then instrumented l5-l2 on the patient's left and then the patient's right. The surgeon then took another 3d scan with which he deemed both s2ai screws were placed "low". He removed both s2ai screws and placed them with fluoro. All other screws were verified by 3d scan to the surgeon's liking. The surgeon decided to adjust the pelvic screws because he believed they were not across the si joint line properly. He was surprised that the pelvic screws were not accurate because he believed they looked accurate on xvs while he was placing them, but he did not blame xvs because all other screws were perfect. There was no impact on patient outcome. It was suspected that the probable cause is due to a phenomenon that is known with other computer navigation systems as well. When the system calculates the virtual tip and trajectory, it assumes that the interface between the screw and the screwdriver is rigid. When the screw is not tightly fixated to the screwdriver, toggling movement of the interface may be present to some degree, resulting in a virtual screw tip and trajectory that may be different than the final screw position. This phenomenon is further amplified when using long poly-axial screws, which were used in this procedure.